Manufacturer narrative:
As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the image was upside down. The customer had reseated the 0-degree endoscope a few times and rebooted the system with no change. The isi technical support engineer (tse) had the customer move the endoscope to arm 3, and the image appeared correctly. The customer also reseated the sterile adapter on arm 2 and re-installed the endoscope, then the image displayed a correct orientation. The procedure was completing as planned with no reported injury.